Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review could not be conducted for the mammosite device as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the mammosite system. If additional relevant info is received, a supplemental medwatch will be filed.

Event description:
It was reported a pt's "wound began to drain 6 weeks after completing xrt (radiation therapy). The wound never completely opened and the cavity seems to be decreasing in size, but there is still a small open area in the wound with drainage." Treatment included oral antibiotics "while the balloon was in place." Additionally, it was reported that the pt had "at least 1cm of skin spacing between the balloon and the skin." We have been unable to obtain additional info surrounding this event.